Event description:
The following information was received by baxter (B)(4) and is a clinical report of an observational study (unspecified) from a physician in (B)(6) of bacterial peritonitis in a subject coincident with dianeal pd 1 therapy. On (B)(6) 2010, the subject began treatment with dianeal pd 1 therapy (4000 ml every day and 2000 ml every night, lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). It was unknown if dianeal pd 1 therapy was ongoing. On (B)(6) 2011, the subject experienced bacterial peritonitis and was hospitalized that same day. That same day, remedial therapy began with vancomycin (ip). The primary contributing factor of the bacterial peritonitis was failure to do the exchange in a clean environment. On (B)(6) 2011, remedial therapy ended. On (B)(6) 2011, the subject recovered. There was no report of a casual relationship of the peritonitis and a baxter product or solution. The physician provided an alternate etiology of failure to do exchange in a clean environment.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of peritonitis- use error - breach in aseptic technique is confirmed because it was reported that the primary contributing factor of the bacterial peritonitis was failure to do the exchange in a clean environment. The assignable cause code is undetermined, as the reason for the breach is unknown. A labeling review was performed which found the labeling adequate for the use error in this complaint.